Manufacturer narrative:
The hdl reagent expiration date was (B)(6) 2021. The customer's calibration data was acceptable. The investigation discovered qc was unacceptable on 11-nov-2020. The qc data prior to patient testing and sample pre-analytics were requested but not provided. The investigation reviewed the customer's alarm trace and noticed a sample aspiration error. Poor sample quality issues cannot be excluded. The field service engineer visited the customer's site and performed fluidic adjustments. The customer moved the reagent pack to a different reagent position and performed calibration and qc with acceptable results. After service, the customer did not report any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed system checks and adjustments. After service, he performed precision testing and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable hdl-cholesterol gen.4 for two patients tested on a cobas 8000 c 702 module. The initial hdl results were reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. On (B)(6) 2020, patient 1's initial hdl result was 40 mg/dl, and the patient's repeat result was 98 mg/dl. On (B)(6) 2020, patient 2's initial hdl result was 47 mg/dl, and the patient's repeat result was 72 mg/dl. The customer determined the repeat hdl results were correct. The hdl reagent lot number was 442350 with an expiration date requested but not provided.